Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) batch numbers: mixtard 30 hm penfill: pr7xr45. Investigation results: novopen 4, batch number: bug1300. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Mixtard 30 penfill 3 ml 100iu/ml, batch number: pr7xr45 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00018. Reference notes: medwatch 3500a MFR. Report number. Since last submission the case have been updated with the following: -is non-reportable changed to no. And malfunction changed to no in-device tab -investigational results added for both novopen 4 and mixtard penfill -final report ticked and expected date of follow up report removed form EU/ca tab. -imdrf codes added in device addendum tab. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling issue such as "using dialling clicks to estimate the dose" is not recommended, as it can lead to changes in insulin ad-ministered and blood glucose fluctuations. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary. Novopen 4, batch number: bug1300. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from hyperglycemia (ppbgl: 500 mg/dl (high) [hyperglycaemia]. Technical issue with her np4, it does not inject insulin [device failure]. Took her insulin dose from mixtard penfill by using the syringe today [wrong technique in product usage process]. Cloudy insulin [liquid product physical issue]. Was using the dialling clicks to estimate the dose [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycaemia (ppbgl: 500 mg/dl (high)(postprandial hyperglycaemia)" begin-ning on (B)(6)2025, "technical issue with her np4,it does not inject insulin(device fail-ure)" with an unspecified onset date, "took her insulin dose from mixtard penfill by using the syringe today(inappropriate drug extraction with syringe)" with an unspecified on-set date, "cloudy insulin(product appearance cloudy)" with an unspecified onset date, "was using the dialling clicks to estimate the dose(wrong technique in product usage process)" with an unspecified onset date, and concerned a 48 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin hu-man isophane 100 iu/ml) (dose, frequency & route used- 50 iu, qd (30u morning and 20u night) (every 12h).), subcutaneous) from 2001 and ongoing for "diabetes mellitus", patient's height: 155 cm. Patient's weight and body mass index were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: ??-???-2001 to not reported (dosage regimen ongoing); current condition: diabetes mellitus, hypothyroidism, overweight historical drug: mixtard vial. Concomitant products included - eltroxin (levothyroxine sodium), t4 thy-ro (levothyroxine sodium), milga (benfotiamine, cyanocobalamin, pyridox-ine hydrochloride) ongoing, methyltechno(mecobalamin), cidophage (metformin hydrochloride). It was reported patient was using dialling clicks to estimate the dose. Since an unknown date patient had technical issue with her np4 (used with mixtard 30 penfill) and she had to use the syringe with the vial to get the needed insulin dose the patient complained from a problem in her np4 as the it does not inject insulin. On (B)(6)2025 the patient experienced hyperglycaemia due to the same with ppbgl (postprandial blood glucose): 500 mg/dl (high) by home bgm (blood glucose monitor-ing) she mentioned that the hyperglycaemia happened from 3 days as she thought that the pen was injecting, but she discovered that it did not inject it was also mentioned that she took her insulin dose from mixtard penfill by using the syringe previous day morning due to pen issue. Patient was directed again to check the pen, she was informed with the address, educa-tor's name, during informing the customer with the working hours details she asked about current solution for the pen to be able to take her dose. -pen training steps was performed as per her request to confirm if the pen is working or not, so she was asked to adjust the dose counter to 4u and pressing the dose button the dose counter back to zero without injecting the adjusted dose so she was asked to remove the attached needle then to confirm that there's no gab inside the pen between the piston rod head and penfill rubber, dose counter was adjusted to 60u and by press-ing the dose button without adding needle, the counter stopped at 23u then it was ad-justed in opposite direction back to 4u, by adding a new needle the pen inject insulin (4u) normally. Patient was informed that the pen was working normally. Patient was asked to try to inject her dose as a trial dose (it was confirmed that she will inject it outside her body), and the pen injected the adjusted dose 20u normally. Patient was advised to return to her hcp and follow his instructions. It was reported that the insulin used was suspension (cloudy insulin) and she resuspend (rolled it between her hands) before use. No injection of the suspected product into a skin area with lumps no recent changes in diet or exer-cise/physical activity no recent episodes of hyperglycaemia, no lack of efficacy suspected was reported. It was reported that the needle didn't attach to the pen in between injections. The force need-ed to inject didn't feel different from normal. The insulin in use was stored at room temperature 20-25 degrees celsius. Batch numbers: novopen 4: bug1300 mixtard 30 hm penfill: pr70uv2 action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from hyperglycaemia (ppbgl: 500 mg/dl (high)(postprandial hyperglycaemia)" was not recovered. The outcome for the event "technical issue with her np4,it does not inject insulin(device failure)" was not reported. The outcome for the event "took her insulin dose from mixtard penfill by using the sy-ringe today (inappropriate drug extraction with syringe)" was not reported. The outcome for the event "cloudy insulin (product appearance cloudy)" was not report-ed. The outcome for the event "was using the dialling clicks to estimate the dose (wrong technique in product usage process)" was not reported. Preliminary manufacturer's comment: (B)(6)2025: the suspected device has not been returned to novonordisk for investiga-tion. No conclusion is reached.

Event description:
Case description: on an unknown date in 2001 mixtard penfill was started. On an unknown date 10 years ago the patient started using novopen 4. Action taken to novopen 4 was not reported. Since last submission the case have been updated with the following: -narrative updated with significant information regarding start of suspect.